Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was giving "error 3, 4, and 5" messages. The medical affairs specialist (mas) spoke to the patient on june 2, 2008, and obtained/verified information. The patient tests his blood glucose 3-4 times a day. He tests before meals and at bedtime. He takes metformin and also sliding-scale humalog insulin based on his meter readings. The reporter indicated that the on the day prior to original date, the patient had heart surgery. While he was in the hospital, his blood glucose levels were reportedly high. During that time, he was treated with insulin in the hospital. When the patient got home on original date, he reportedly attempted to test with the meter but encountered the "error 3, 4, and 5" messages. As a result of getting the error messages, the patient assumed that his blood glucose level was high. He thought that the error messages were appearing because his blood glucose level was probably too high. The patient then guessed on how much insulin to take and proceeded to take his metformin medication too. An unknown time later, the patient began to feel weak and shaky. He administered self-care by eating food and drinking something. The self-treatment helped to relieve his symptoms. The patient did not seek or receive medical treatment from a health care provider as a result of the alleged meter issue. The reported meter issue was resolved with training. The patient was not using a correct technique for testing with the device. Also, the patient was using expired test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.